Manufacturer narrative:
The device was returned for investigation. Inspection of the pod found no evidence of fluid ingress, internal leaking, or corrosion. No issues were found in the internal portion of the fluid path. No problems were found with the pod that would cause fluid to leak inside the device. Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.6 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels were reading ¿high¿ (greater than 400 mg/dl) while wearing the pod longer than 48 hours. They noticed insulin leaking and also condensation through the viewing window of the pod. Symptoms reported include severe headache, sick stomach, shakiness and he vomited twice. The patient was diagnosed with dka, however because there was a long wait time in the ER they chose to leave the same day without treatment. They had tried giving boluses with the pod, but the blood glucose was not decreasing. They changed the pod to a new one.